Event description:
A distributor in brazil on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr410 optiflow junior 2 nasal cannula was detached from the cannula. It was further reported that the patient may have pulled the cannula tubing. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.